Event description:
It was reported that patient passed away due to bilateral cerebral vascular accident (cva). Additional information stated that there were no changes patient condition or anticoagulation status that may have contributed. The patient returned to cardiac critical care unit (ccu) after implantation, there was prolonged awakening from anesthesia, precedex (dexmedetomidine) was discontinued at 1538, and was given suggamadex two doses, adn narcan (naloxone) without improvement in mental status. Patient was noted to also have flaccid paralysis of the right arm, right leg along with being obtunded off sedation. Stroke team activated and the patient was taken for stat capillary transit time heterogeneity (cth) / computed tomography angiography (cta) head and neck and computed tomography (CT). Perfusion was accompanied by overnight ICU attending and resident team. The neurologist examined patient on the telerobot. It was difficult to obtain the national institutes of health stroke scale (nihss) due to patient's level of consciousness, intubation. However, on neurologist observation, the patient did not open his eyes to voice or pain, appeared to have a leftward gaze deviation. There was no response to deep noxious stimulus over the right arm or right leg. There was minimal withdrawal (flicker of movement) to noxious stimulus over left upper extremity (lue) and left lower extremity (lle). Nihss was 31. The patient was coughing and dyssynchronous with the vent. Therefore, after neurologist examination, the patient required administration of sedatives and vecuronium to safely obtain the CT scans. The death was not considered to be device related; the device operated as expected and would not return for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported event could not conclusively be established through this evaluation. The heartmate 3 lvas instructions for use (IFU) lists stroke as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The IFU also provides information regarding anticoagulation, including recommended international normalized ratio (inr) value. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists stroke and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 16aug2022. No further information was provided. The manufacturer is closing the file on this event.